Event description:
It was reported that a p1 e08 error message was displayed during a case. The system had four pressure ports, so pressure monitoring was changed to another port. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary ag is aware of similar complaints showing a similar malfunction. The actual device has been evaluated. Pressure 1-2 has been replaced. Calibration and performance has been confirmed. All pressures are working properly. Most probable route-cause for the malfunction is a defective dpm 20-440 (dual pressure module), which has been replaced. A supplemental medwatch will be submitted if additional information becomes available.